Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis, however the reported ¿connect to power¿ hazard alarm and system controller exchange were unable to confirmed. The log files were reviewed and showed a controller clock corrupt alarm active on the default timestamp of on (B)(6) 2000. The date on (B)(6) 2000 in the log file was associated with the day of implant on (B)(6) 2024. This alarm remained active on the system controller until the clock was reset on (B)(6) 2025, and the alarm cleared. The backup system controller was never seen connecting to the patient¿s pump throughout the log file. There were no other notable events within the log files. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The provided information indicated the stated that there was a ¿connect to power¿ hazard alarm active 30 minutes after switching to new batteries. The patient reportedly switched to the backup system controller and experienced the same alarms, so they switched back to the original system controller. Additional information provided stated that the clock not set alarm was troubleshooted by setting the clock and there were no further alarms. The system controller remained in use as the patient¿s backup system controller. The root cause of the clock not set alarm was determined to be user error due to the clock never being set on the day of implant. The root causes of ¿connect to power¿ hazard alarm and system controller exchange were unable to be determined through this analysis. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including clock not set and no external power alarms. The heartmate 3 instructions for use sections 2 ¿system operations¿ and 4 ¿heartmate touch communication system¿ instructs users on how to properly set and sync the system controller¿s clock with the heartmate touch. Ensure that the heartmate touch clock is correct before relying on it. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and the heartmate 3 lvas instructions for use section 2 ¿system operations¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated to have changed batteries to newly charged batteries. Approximately 30 minutes later, the system controller alarmed connect to power hazard, the patient changed the controller to the backup. However, the controller continued to alarm connect to power and the patient changed back to the original controller. On (B)(6) 2025, from 1822 to 1826, the patient had emergency backup battery (ebb) fault as the controller periodically performed internal load test on the ebb and it appeared that the ebb did not pass this test. When this issue occurs, it is recommended to reseat the ribbon cable while the patient is in clinic and replace the battery if the alarm was to reoccur. However, it appeared that the patient simply disconnected both leads and switched to another set of batteries causing a power cable disconnect and no external power alarm where the ebb was used. A driveline disconnect was not seen in the first log file showing that the patient switched the controller. However, the 2nd controller log file started with a driveline disconnect. Then, the alarm became a controller clock corrupt which is usually caused by the patient not changing the batteries in the backup controller or the alarm just had never been set. However, it appeared that these occurred before the event being discussed as there was a section after the clock was reset that started on (B)(6) 2025. There were communication faults after on (B)(6) 2025 which when the patient said they connected to the controller, but the log file didn't show any flow despite there not being any left ventricular assist device (lvad) off alarms indicating a pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that before exchanging the first system controller, the ebb was reseated. No troubleshooting was performed for the driveline disconnect or communication fault alarms that occurred on the second controller as there were no further alarms, and the clock was able to be set.